Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic skin infections at the abutment site which were treated with oral antibiotics (dates and durations not reported). Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the abutment removed and a magnet implanted. The implanted device remains.